Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2012. On (B)(6) 2019 the lens was exchanged for the same model lens, length and diopter due to low vault overtime, significant reduction of irido-corneal angles, partial angle closure (focal angle closure) and progressive narrowing of angle with elevated iop (that required medical intervention). This exchange resolved the problem. The cause of this event was due to the lens being implanted upside down. The reporter stated " the original icl was inadvertently inverted on insertion. This was not recognized until several years after surgery, since the patient had good vision and was temporarily lost to follow up. She was referred back to me internally from a colleague who noted focal angle closure in one eye only and increasing iop. Ubm revealed an inverted icl in that eye, which I exchanged successfully. I believe that the smaller incision butterfly style injector I was using at the time for several months (on advice of the local rep at that time) contributed to the inversion of the icl."

Manufacturer narrative:
H6- patient code 3191: significant reduction of ica, partial angle closure (focal angle closure), narrowing of angle, secondary medical (meds) and surgical (exchange) intervention. H6- work order search: a work order search was performed for the correct serial number and no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of birth: unk. Implant date: unk. Explant date: unk. Device evaluation: lens was returned in liquid, in lens case vial. Visual inspection found a tear on a haptic. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
A damaged (tear on haptic) 13.2mm, micl 13.2, -10.5 diopter, implantable collamer lens was returned to staar. " os (tanya moore ) replaced old with new icl", was handwritten on the lens packaging box. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.